Manufacturer narrative:
Eval summary: surgical notes provided do not indicate any deviations in the surgical procedure followed. Pre-operative and post-operative x-rays are not available to analyze the fixation. With the available info, probable cause for pain cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing knee pain.